Manufacturer narrative:
Sientra complaint #: (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. Upon initial observation, the device was found to have a shell failure, and was white/cloudy. The device was unable to be weighed. Upon device inspection, 4 small punctures were found on the anterior side of explant. Upon optical inspection, the device was received ruptured and was submitted for optical analysis. An unknown cause was identified. The device was analyzed using an optical microscope and images were taken of the area. The cause of shell failure is local stress of unknown origin. The device measured 402 (%) for ultimate elongation and 4.7 (lbf) for ultimate break force. No additional observations. DHR did not identify any nonconformances. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral capsular contracture, baker grade 3, right side.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.